Manufacturer narrative:
(B)(4). Patient complained of leg pain. The versalab was then used to perform an abi exam. The ranges were determined to be in normal range. The customer sent the patient to a specialist where additional tests were conducted. It is unclear what additional tests were conducted. Based on those results, stents were placed in the patient's legs. The versalab is 10 years old, past recommended product life. The customer believes the versalab is functioning as intended and are not interested in purchasing a new system, nor are they able to return their device because they only have one system and it is needed to conduct abis.

Event description:
Abi reading normal. Patient sent to specialist and arterial disease was diagnosed.